Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulator kept cutting off without even touching the controller. Pt denied any error messages appearing on the controller. Pt said that they wouldn't be at home and they would start feeling the pain and they would check the controller and see that the ins was off. Pt said that the rep told them to call ps for a new controller. Patient services (pss) had the pt reset the controller and then unlock the controller; pt saw no device found, so pss reviewed screen meaning with the pt and had the pt initiate an ins recharging session. Pt said that they had quit recharging the ins since the ins kept cutting off. Pt said that they would reset the controller and then recharge the ins after making sure that the controller was charged. Pt said that they would then turn the ins on but within an hour or so the ins would be shut off again. Pt saw the batteries screen with the controller at 100% and the ins in the red with recharging excellent indicated and the controller light flashing green. Pt will call ps back for further troubleshooting once the ins was charged. Pt called back and re-reported previously documented events from this case. Pt called back to troubleshoot after recharging the implanted neurostimulator (ins) battery, but they saw the "battery empty, cannot provide stimulation, recharge your implanted device" message. Pt confirmed they were able to recharge the ins battery to 100%, but the ins battery depleted. Patient services specialist (pss) reviewed the ins battery depletion was dependent on ins settings and usage. Pss reviewed the stimulation would turn off automatically when the ins battery was low, but the pt noted they recharge the ins fully and they saw stimulation off. Patient called back and stated previous information documented in this case. Patient's stimulation turned off by itself without the patient manually turning the stimulation off. Patient's implant was able to charge to 100% but depleted quickly. Patient was redirected by their representative to patient services for a replacement controller.